Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that frequent failures on tower door 3. A field service engineer removed latch column and noticed the latch had recently been replaced and confirmed that issue had been resolved. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had tower door 3 failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.